Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, periodontal disease, overheating of bone, bone resorption, pain, swelling, abscess, inflammation ((B)(6) are same patient).